Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and cysts.

Event description:
Patient reported left side rupture, pain and cysts. The device remains implanted.

Manufacturer narrative:
This medwatch is a correction for g.3 only on previous initial medwatch. This device is not reportable to the FDA as it is not PMA approved. G.3 was inadvertently left blank on initial medwatch, the correct date for g.3 is 04/may/2021.

Event description:
Patient reported left side rupture, pain and cysts. The device has been explanted and replaced.